Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact and in good condition; the screen was scratched. An inoperable/defective air detector was identified. The air detector was replaced. A root cause of the event could not be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that "air in line" alarming occurred. No patient was involved.